Manufacturer narrative:
(B)(4). The customer was able to isolate the issue to the therapy cable. Physio-control provided the customer with a replacement therapy cable. Physio-control evaluated the removed therapy cable and determined that the cause of the reported issue was connector pin 2 had shorted to pins 1, 8, and 10.

Event description:
The customer contacted physio-control to report that they were using this device on a patient in cardiac arrest. When they attempted to charge this device, it would not charge. They removed the therapy cable from the device and attempted to use it on another device with the same result. They then replaced the therapy cable with another one and were able to use the device normally. The customer advised that the patient is deceased but the device use did not cause or contribute to the patient's outcome.